Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer did not perform the air removal step. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 255 mg/dl.